Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there were bubbles at the portcaval end at the junction of the catheter head, and leakage occurred. The catheter was pulled and replaced.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.